Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer: the customer provided the cleaning, disinfection, and sterilization process stating the pre-cleaning detergent is mediclean forte and the automated endoscopic reprocessor (aer) used is gettinge ew2. The air/water channel, instrument/suction channel and auxiliary channel were aspirated and flushed with water. The aer detergent is pokayoke and the aer disinfectant is pokayoke a + b. The manual detergent is mediclean forte. The distal end was brushed using a channel opening brush and maj-1888 (or corresponding third party brushes). The storage practice is a drying cabinet, and olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The users reprocessing steps were reviewed and the following deviation was confirmed: - water was not fed for auxiliary water channel at precleaning. The device was evaluated where no abnormalities were found that could have led to the positive culture. Defects were noted where the following were noted: - due to wear of flexibility adjustment ring, flexibility adjustment function does not work - adhesive on bending section rubber is detached - universal cord has buckling however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Chapter "reprocessing the endoscope (and relate reprocessing accessories)" "precleaning the endoscope and accessories" "flush the auxiliary water channel" "the auxiliary water channel must be flushed either manually or using an olympus flushing pump (endoscopic flushing pump ofp or ofp-2)." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and no detections were found. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for unexpected contamination. The issue was found during a routine culture of the scope; the device had been cultured several times and a growth in the scope remained. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.